Event description:
The seam of a 2 l exactamix empty bag burst during a pharmacist check. This event reoccurred daily from 6/3/24 to 6/5/24. The drug / defective bag did not reach the patient. The lot of the bags was removed from use.